Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was implanted on (B)(6) 2014. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; thigh pain; recurrent incontinence; damage nonsurgical treatments: on (B)(6) 2016 the patient commenced pain medication: pronstan for purpose: anti-inflammatory. Treatment duration: took for 5 years. The patient was treated with physiotherapy treatment (including pelvic floor exercises or training). On (B)(6) 2019 the patient commenced topical treatment (including oestrogen cream): overton cream for purpose: stop burning. The patient was treated with injections (not associated with surgical treatment): cortisone for purpose: stop pain in pubic area. Treatment duration: 3 needles.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.